Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for spinal pain and post lumbar laminectomy syndrome. It was reported that there was an overdischarge. The patient had performed a physician mode restart mode at home. The manufacturer representative was to meet up with the patient to clear the power on reset message; however the patient used the patient programmer and the implantable neurostimulator was in overstimulation at the time of the report. The location of the overstimulation was the back. The overstimulation was from not clearing the power on reset following the overdischarge in a timely manner. The patient performed a short physician mode restart and was able to turn stimulation off. The patient was instructed to not use the patient programmer until he meets with the manufacturer representative to clear the power on reset message. The manufacturer representative met with the patient on (B)(6) 2016 to clear the power on reset and to reprogram. The device was working properly at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.